Event description:
Elderly patient was asleep in bed at 2330, but found on floor at midnight. At 0130, staff received a page indicating a fall alarm. Patient initially denied pain/discomfort, but complained later in the day. X-rays indicated a fractured femur.